Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture note: explant date is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a unspecified gel mentor breast implant on the left side and with mentor memorygel breast implant 640cc on the right side and suffered from a bilateral capsular contracture baker grade iii. As a result, the patient had undergone removal on (B)(6) 2021. This medwatch is for the left side.